Manufacturer narrative:
Initial and final MDR 1953478 - MDR 3003442380-2024-23027 - device 1 of 8.

Event description:
Reference number (B)(4). Event occurred in france. On 22-jun-2024, reported that patient faced 8 infusion set detachments and 2 insulin leaks from cannula. No further information was available.